Manufacturer narrative:
One device was returned for analysis of complaint that the pump had a cassette sensor error. There were no services previously reported. Log events were reviewed and there were no errors related to the customer complaint. Visual and functional tests were performed. Investigation revealed the problem was a damaged mainboard, which was replaced. Device failed the upstream occlusion (uso) sensor test. The uso sensor was damaged.

Event description:
It was reported that device had cassette sensor error. The event occurred during testing. There was no patient involvement.